Manufacturer narrative:
We received your event description for the above mentioned device and would like to thank you for supporting our post-market surveillance. As of today, the medical device is not available for analysis, therefore the device itself could not be investigated. The information you provided has been entered into our quality system as a complaint. These types of complaints are used to evaluate systems and device performance throughout our organization and help to maintain and improve the performance of our devices. Should additional relevant information or the device itself become available, the investigation will be updated.

Manufacturer narrative:
Upon receipt, the lead under complaint was subjected to an extensive analysis. The performance of the lead was scrutinized, including a visual, mechanical and electrical inspection. In the course of the analysis, no deviations were noted. The lead proved to be flawless throughout its inspection. In particular, the values of the parameters measured during the mechanical analysis of the fixation mechanism were within the technical specifications. Further analysis of the lead did not reveal any irregularity that might have contributed to the reported clinical event. In summary, the analysis of the lead did not reveal any peculiarity. There was no sign of a material or manufacturing problem.

Event description:
Boston scientific received information that this dextrus lead had dislodged. A revision procedure was performed and the lead was removed from service. No adverse patient effects were reported. The lead was not returned for testing. This product issue will be updated if additional information is received. The provided event and explant dates are chronologically impossible. Therefore, they will not be added to this report.